Event description:
Pump declared alarm 20 during operation, but there was no adverse impact to the customer's blood glucose level. Despite assistance from technical support to load a new cartridge, the customer was unable to resume insulin therapy due to the recurrence of the alarm. Technical support arranged for a replacement pump to be sent, confirming the shipping address and instructing on how to store the defective pump. The customer agreed to use an alternative insulin delivery method and acknowledged instructions for returning the problematic pump.